Manufacturer narrative:
On-site investigation was performed by the field service engineer. According to received information, the device failed also pressure transducer test and o2 cell/sensor test during pre-use check. The pressure transducer printed circuit board was identified as defective and requiring replacement. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer printed circuit board. A correction of field #h4 device manufacture date was required. #h4 device manufacture date: previous #h4 device manufacture date: 10/06/2016 corrected #h4 device manufacture date: 09/27/2016.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).